Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed. As the reported problem was not specified it could not be identified in the event log. The event log noted a low drain volume (ldv) alarm. A visual inspection, functional testing, electrical safety testing, calibration, and a simulated therapy was performed. The reported problem was determined to be a ldv alarm and the cause was determined to be the membrane gasket. The membrane was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) pro machine experienced an unspecified issue. The step of setup or peritoneal dialysis (pd) therapy during which this occurred is unknown. Patient involvement is unknown, though there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.